Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via an outreach phone call that he called 911 due to a low blood glucose event his wife had had. The caller did not know the blood glucose reading. He stated that he was unsure whether the event was caused by the insulin pump or not. He did not have time to provide any further details regarding the event.